Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and verified that all the lines on the flow cell are in the proper order and same on the ratio pump. The customer also verified that the o-rings are present at the tip of the calcium and potassium electrodes. The customer pulled out both electrodes and dried the port and then reinstalled the electrodes. The customer found line 26 crimped, causing line 25 to disconnect due to fluid pressure. The problem was resolved by removing the crimp. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated that they replaced the calcium and potassium tips on the day and after that the ise line 25 kept coming off during homing process. No injury was reported and there was no effect to patient or user.